Event description:
A malfunction alarm was reported by the customer while changing the cartridge on the pump. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided information for resetting the pump, which the customer successfully completed, allowing them to continue using the pump. The customer was instructed to call back if the malfunction recurred, and they acknowledged this instruction.